Manufacturer narrative:
One device was received for investigation. Per visual inspection, it was detected that the sample does not contain the triangular tab on the reflux connector. The reported complaint is confirmed. Based on the sample provided and analysis conducted on physically evaluation the root cause determined was as the procedure was not correctly followed in the assembly components and verification after the assembly. An awareness notification was deployed by the quality engineer to aware the importance to follow the procedure. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the triangular plug for attaching the device was broken. There was no patient involvement and no patient harm/adverse event reported.